Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Item was repaired and it was noted that the cable was cut and there was noise during operation. The item was not tested for high temperature conditions, and therefore the complaint cannot be confirmed or denied. Results: fatigue problem.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product analysis by the engineering team completed on oct. 3, 2014. The condition of the device showed a cut in the cable jacket. The handpiece was connected to the console. It functioned and sounded normal. The pre-repair temperature checks showed that the handpiece rose to no higher than 78.6 degrees f after 1 minute of operation. Overheating could not be confirmed, only a cut in the cable jacket. (B)(4)

Event description:
It was reported, ¿wire breaking / heat generation on the tip during working.¿ there was no reported patient impact.